Event description:
Additional information reported that patient passed away on (B)(6) 2020 due to withdrawal of care, hospice. The outcome was not device or therapy related. The pump was not explanted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed low speed alarms. Although a specific cause for this event could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the captured event appeared consistent with a potential driveline issue. In addition, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. On (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020 the patient¿s speed dropped below the patient¿s low speed limit. Low speed advisory alarms were observed during each event. On (B)(6) 2020 and (B)(6) 2020, low speed and flow hazard alarms were observed. The observed low speed events occurred while the patient was supported by the mobile power unit (mpu). The pump ramped back up to its set speed without issue following these events. The pump remained above the low speed limit for the remainder of the file and appeared to be functioning as intended. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2020, when the patient expired in hospice due to withdrawal of care. The customer reported that no additional information could be provided. It was noted that the pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. Pump speed, power, flow, and pulsatility index (pi) also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook, rev. C is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) driveline (percutaneous leads) have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Two previous external driveline replacements related manufacturer reference numbers: 0002916596-2014-00789; 0002916596-2013-01055. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01221. It was reported that the patient was admitted on (B)(6) 2020 for dehydration. Interrogation of the system controller performed by the hospital clinician revealed low speed advisories but the patient stated he had not heard an alarm. It was noted that the patient had two previous external driveline replacements. Technical services reviewed the submitted log files and observed low speed advisories and decreases in pump speed that appeared to only be occurring while the device was connected to the mobile power unit. This behavior has been linked to potential issues with the percutaneous lead. It was also reported that there was a low voltage hazard due to the patient depleting the batteries below the low voltage hazard threshold and a yellow wrench alarm due to an lcd fault. Technical services reported that the yellow wrench alarm cleared immediately and there was nothing wrong with the controller and that it did not need to be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed low speed alarms. Although a specific cause for this event could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured event appeared consistent with a potential driveline issue. In addition, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported dehydration could not conclusively be established through this evaluation. It was reported that the patient was admitted due to dehydration. Interrogation of the system controller's history revealed low speed advisories. The patient reported not hearing an alarm. It was noted that the patient had two prior external driveline replacements. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The submitted log file contained data from 03feb2020 through 27feb2020. On (B)(6) 2020 the patient¿s speed dropped below the patient¿s low speed limit. Low speed advisory alarms were observed during each event. On (B)(6) 2020, low speed and flow hazard alarms were observed. The observed low speed events occurred while the patient was supported by the mobile power unit (mpu). The pump ramped back up to its set speed without issue following these events. The pump remained above the low speed limit for the remainder of the file and appeared to be functioning as intended. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.